Event description:
A malfunction alarm was reported, identified as malf 16, with a non-resettable malfunction code. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections to ensure continued insulin delivery.